Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the scissors were dull. Engineering placed the instrument on an in-house system for a latex cut test. The scissors did not cut cleanly through .006 latex. The latex was snagged at the scissor tips. The blade edges were undamaged, but the edges exhibited wear at the tips, negatively affecting cut performance. Additional damage found was pitting on the instrument blade. On the one blade tip, there was evidence of pitting (small holes) on the blade surface. Engineering concluded the damage was likely due to improper cleaning. Engineering also found pad printing removal on the tube extension and a bent banana plug. The tube extension exhibited material removal on the distal end. The banana plug was bent at the back of the chassis. The instrument passed electrical continuity testing. No other damage was found. The cleaning and sterilization user manual specifically states: o when scrubbing the tip of cautery instruments, take care not to damage the insulation. O do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the pad printing was removed, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si partial nephrectomy procedure the monopolar curved scissors (mcs) instrument were noted to be dull. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.